Event description:
Patient used cold pack that they refroze over night and then roused. Cold pack was strapped to skin with back brace for 20 minutes and caused burns that needed to be treated with surgery.